Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Ref MFR. Report#: 1627487-2014-26153. It was reported the pt is experiencing auto-reducing. The sjm representative met with the pt and lead diagnostics showed that all contacts have invalid impedances. Surgical intervention may be pending.